Event description:
Customer had been experiencing low blood glucose symptoms and high device readings. At 11 pm, device hi. Customer took 10 units of 70/30 insulin. Caller stated customer was unresponsive. At 3:45, device = 533 mg/dl (device memory = 356 mg/dl). Paramedics were called and their device = 24 mg/dl. Paramedics gave customer an IV. No controls were used. A request was made for return prorudct and replacement product was sent. Strips were expired.